Event description:
It was reported that the 9800 system would intermittently shut down and the x-ray tube cooling fan was noisy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube cooling fan was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.